Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: paient received treatment for chronic, pelvic pain, abdominal pain, migration, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: chronic, pelvic pain, abdominal pain, migration, fallopian tubes perforation, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.